Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed his arm was ¿heavily swollen¿ where the sensor was inserted so he self-presented to healthcare provider who prescribed an unspecified antibiotic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and serial number (B)(4) was deemed invalid during extended investigation. Extended investigation has been performed for the unknown serial number and the reported complaint, there was no indication that the product did not meet specification. Dhrs for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and freestyle libre sensors, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer noticed his arm was ¿heavily swollen¿ where the sensor was inserted so he self-presented to healthcare provider who prescribed an unspecified antibiotic. There was no report of death or permanent injury associated with this event.